Event description:
Same case as MDR ID # 2134265-2012-03546. It was reported that during a percutaneous coronary intervention (pci) procedure, device entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified left iliac common artery. A 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inflated which burst at 4atm and was removed. Another 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inserted, inflated to 10 atm and then the device became stuck on the v-18 300cm 8c poly tip wire and would not come off. The cutting balloon and wire were removed together. The procedure was completed with another wire and balloon. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID # 2134265-2012-03546. It was reported that during a percutaneous coronary intervention (pci) procedure, device entrapment occurred. The target lesion was located in the moderately tortuous and moderately calcified left iliac common artery. A 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inflated which burst at 4atm and was removed. Another 2cm peripheral cutting balloon 8.00mm/2.0cm/135cm was inserted, inflated to 10 atm and then the device became stuck on the v-18 300cm 8c poly tip wire and would not come off. The cutting balloon and wire were removed together. The procedure was completed with another wire and balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the returned device revealed the body and distal tip were bent and stuck inside a catheter. Both devices could not be removed. The guidewire was stuck at 34.5 cm from the tip section. There were several bends along the entire body. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).